Manufacturer narrative:
Visual inspection of the catheter showed the main shaft tubing is torn open immediately proximal from the butt bond. A closer inspection found the tear/fracture aligns with the proximal edge of the butt bond sleeve. No evidence of fluid ingress at the site of the fracture and the butt bond seal appears intact. Dried body fluid found on the handle, main shaft, and distal end. Dried saline found on distal end and inside several irrigation ports. Me1 and me2 collars are cracked. While manipulating the shaft, continuity checks revealed no electrical shorts or opens as checked manually using a multi-meter and breakout box. All electrodes, sensor and thermocouple resistances measured in spec and were typical. X-ray found a short region where the braid was not present/not supporting the shaft just proximal to the support sleeve. The steering knob and the tension control knob functioned properly on both lock and unlock positions. Higher than normal resistance was felt when actuating the steering mechanism due to the fractured shaft.

Event description:
This event is reportable upon analysis completed july 3, 2019. It was reported that during a procedure with a intellanav mifi open-irrigated ablation catheter there was significant noise associated with the mini-electrodes. Changing the cable did not solve the issue and it was necessary to exchange the catheter to complete the procedure. There were no patient complications. Returned device analysis revealed a tubing fracture adjacent to the proximal edge of the butt bond sleeve.